Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1770 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "patient with recent midline catheter placement attempted. Guidewire dislodged and located within the axillary vein extending into the right atrium."